Event description:
It was reported that the user experienced difficulty attaching the adapter to the ilet during a supply change, with the adapter not rotating fully into position; the user had performed the rewind on the pump beforehand and had not connected the adapter to cartridge outside the pump, and successful attachment was achieved immediately upon trying a new connector. No reported adverse clinical effects. Outcomes included no alarms and no need for medical care. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the initial adapter likely had a connection or fit issue that prevented proper engagement, while a replacement adapter functioned as intended. It was concluded that the issue was resolved by replacing the adapter and that the device performed as expected with the new component.